Event description:
It was reported that the pt diagnosed with idiopathic scoliois underwent surgery with implant of "hybrid" construct using multi-axial screws and hooks. It was reported that at some point over the 1.5 years of implant the setscrew disengaged on the lower right bone screw at l3. Pt had a psuedo at that level. The pt underwent a revision surgery.

Manufacturer narrative:
The device was returned to medtronic for eval. No x-rays or other hardware was returned for analysis. Visual examination shows traces of corrosion which may be indicative of micro motion. A review of the device history records found no documentation to indicate a non-conformance to specification.